Event description:
Customer reported a malfunction alarm with code malf 9 prior to a resettable malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, which resolved the issue, allowing the customer to continue using the pump; the customer was advised to call back if any malfunction recurred.